Manufacturer narrative:
The subject device is not available.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The subject device is not available for analysis. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage, hematoma, stroke and patient outcome of death are known and anticipated risk associated with these types of procedures and noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complication has been assigned to this event.

Event description:
It was reported that the patient underwent successful thrombectomy of a right middle cerebral artery (mca) m2 occlusion. The same day a small hemorrhagic infarction was observed in the right nucleus basilis which did not accompany disturbance of consciousness. Approximately three hours post procedure the patient was in a coma state, and act scan revealed a hematoma that was immediately removed. Post intervention, CT scan confirmed hematoma evacuation; however, infarction of the whole right mca region and brain edema were evident. The patient died the same day due to cardio-respiratory arrest from brainstem compression. It was reported that elevated intracranial pressure due to hemorrhage had possibly worsened ischemia of the right mca region. The physician stated that the hemorrhagic infarction post recanalization led to the brain edema resulting in the patient's death.

Event description:
It was reported that the patient underwent successful thrombectomy of a right middle cerebral artery (mca) m2 occlusion. The same day a small hemorrhagic infarction was observed in the right nucleus basalis which did not accompany disturbance of consciousness. Approximately three hours post procedure, the patient was in a comma state, and act scan revealed a hematoma that was immediately removed. Post intervention, CT scan confirmed hematoma evacuation; however, infarction of the whole right mca region and brain edema were evident. The patient died the same day due to cardio-respiratory arrest from brainstem compression. It was reported that elevated intracranial pressure due to hemorrhage had possibly worsened ischemia of the right mca region. The physician stated that the hemorrhagic infarction post recanalization led to the brain edema resulting in the patient's death.